Manufacturer narrative:
Visual inspection of the returend product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: the root cause of the event was the surgeon changed his mind for another type lens due to an event that had occurred prior to insertion of this lens with a competitor's phacoemulsification system.

Event description:
It was reported that the surgeon inserted and removed an aq2010v silicone three-piece lens within the same surgery due to the surgeon changing his mind for an anterior lens. The incision was enlarged to remove the lens and sutures were required. During the phacoemulsification procedure, a capsular tear had occurred. The reporter stated the facility uses a competitor's phacoemulsification system.